Event description:
During an implant attempt of the subject device, a connection issue in the ventricular channel was reported with the associated lead. Reportedly, the associated screwdriver turns without engaging/tightening the set-screw. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.